Event description:
On (B) (6) 2010, the lay-user/patient contacted lifescan (lfs) alleging that a one touch ultra 2 meter would not power on. The pt indicated that the alleged issue started on (B) (6) 2010, at around 8:00 or 9:00 pm. Two days after the alleged issue began, the pt's brother reportedly found him with symptoms of aggressiveness, and acting like he was strange and drunk. The pt's brother treated him with glucose gel and pancakes and syrup. He reportedly felt better after the treatment was given. The alleged issue was resolved with troubleshooting. The meter, test strips, and control solution were replaced. Based on the info provided, this complaint is being reported due to the following conclusion. The pt claimed that he developed symptoms suggestive of severe hypoglycemia 2 days after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.